Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm motor arm can't communicate with the main arm and critical block and inverse critical block did not add to zero alarm. Customer's blood glucose at time of incident was unknown. The customer's father explained that his son only received his replacement pump two weeks ago. The customer agreed to replace pump.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 4 or pump error 15 were noted during testing. No unexpected pump error 58 or pump error 117 was noted. The pump was received with minor scratches on the lcd window and case.